Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the stenting procedure as well as of the 12 months and 24 months follow-up examinations were provided. On the basis of the evaluation of the images it could be confirmed that the stent was placed in a calcified lesion in the sfa. A fracture of the stent (multiple fractures) in the middle section 11 months post placement could be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. On the basis of the images provided, the target anatomy was not tortuous but calcified. Reportedly, pre- and post-dilation was performed. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be identified. The IFU supplied with this device indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Furthermore, the IFU sufficiently describes the correct stent deployment procedure. In addition, the states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that 11 months post implantation of the vascular stent in the middle to distal 1/3 of the right sfa for treatment of a 60 - 99 % stenosis of 60 mm length, the vascular stent was found to be fractured. Upon 24 months follow up review, a second fracture was identified. Reportedly, the lesion had been pre-dilated and no difficulties were experienced during the stenting procedure. Post-dilation of the stent was performed. As reported, no additional intervention was performed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the stenting procedure as well as of the 12 months follow-up examination were provided. On the basis of the evaluation of the images it could be confirmed that the stent was placed in a calcified lesion in the sfa. A fracture of the stent (multiple tine fractures) in the middle section 11 months post placement could be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement and subsequent stent fracture. On the basis of the images provided, the target anatomy was not tortuous but calcified. Reportedly, pre- and post-dilation was performed. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be identified. The IFU supplied with this device indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Furthermore, the IFU sufficiently describes the correct stent deployment procedure. In addition, the states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that 11 months post implantation of the vascular stent in the middle to distal 1/3 of the right sfa for treatment of a 60 - 99 % stenosis of 60 mm length, the vascular stent was found to be fractured. Reportedly, the lesion had been pre-dilated and no difficulties were experienced during the stenting procedure. Post-dilation of the stent was performed. As reported, no additional intervention was performed. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details.

Event description:
It was reported that several months post placement of the vascular stent in the middle to distal 1/3 of the right sfa for treatment of a 60 - 99 % stenosis of 60 mm length, the stent was found to be fractured. Reportedly, there were no difficulties during the stenting procedure. Pta was performed. There was no reported patient injury.